Manufacturer narrative:
Event date not reported, aware date was used as an estimate. The returned device consisted of a truseal device, and the device was bloody. Analysis of the tip and sheath included microscopic and visual inspection. Inspection revealed tip damage that consisted of inner liner partial delamination and the liner was stretched out, the soft tip was fold backwards onto the sheath, and there was a sheath kink located 46cm from the tip. Inspection of the rest of the device found no other damage or defect. The reported material at the end of the tip was confirmed.

Event description:
It was reported that there was tip damage. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was selected to be used. The was introduced into the body, and positioned into the laa. The watchman laa closure device was introduced into the sheath, and deployed. The closure device met release criteria, and was successfully implanted in the laa of the patient. When the access system was removed from the patient it was noted that there was tip damage. There were no complications that occurred during the procedure, and no harm was done to the patient. The patient was fine following this event.